Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at t2-l3 due to androgen insensitivity syndrome (ais). Intra-operatively, the tip of the driver broke off. No fragment of the driver is remaining in the patient. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis results: visually examination confirmed that approximately 8mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Microscopic inspection revealed a very rigid and brittle surface consistent with bend stress overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.